Event description:
Information was received that a on a smiths medical pneupac parapac ventilator "delivers one breath and then stops". No adverse effects were reported.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in good condition. The device was powered on following attaching 60psi o2 was attached; no discrepancies. Based on the evidence, the complaint was not confirmed.